Event description:
The facility reported a flo-gard infusion pump which did not alarm for an upstream occlusion. According to the facility, it is unknown when or in which care area this event occurred. This facility was not willing to be contacted for any further information. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event.

Manufacturer narrative:
(B)(4) evaluation summary: the reported condition of a flo-gard infusion pump which did not alarm for an upstream occlusion was not confirmed nor duplicated during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Should additional information be received, a follow-up medwatch will be submitted.